Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a loss of therapeutic benefit and as a result had a total system replacement (on (B)(6) 2025). Caller stated that therapy "worked beautifully" when they first had it, but then all ofa sudden one day(in the middle of february) they were "peeing my pants again" and had return of symptoms. Caller stated in addition, they had pain inside the "butthole area". Caller said that if they turned stim off the pain went away. Caller stated with regards to the symptoms they tried increasing stim intensity, changing programs and working with the doctor but nothing resolved. Caller stated no matter what they tried, it didn¿t help for their urinary incontinence, they continued to have accidents and urgency problems. Caller stated they saw their urologist and they did an x-ray but saw nothing wrong so they recommended just replacing the entire system. Agent asked caller if t here were any falls/traumas that could have been related to the issue and caller said nothing that they can remember that would have impacted the ins. They may have tripped a few times but nothing significant. Agent documented reported event.